Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for investigation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition did improve. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 162 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. At the time of the call the customer reported she had a headache that was due to her diabetes. During the call, a back to back blood test was not performed by the customer; customer stated she only had one test strip left. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/29/2020 and open vial date is 08/19/2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for investigation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved able to establish contact with customer and stated condition did improve. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 162 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. At the time of the call the customer reported she had a headache that was due to her diabetes. During the call, a back to back blood test was not performed by the customer; customer stated she only had one test strip left. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/29/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: 162mg/dl date: (B)(6) 2019 time: 1:05am fasting, result 2: 151mg/dl date: (B)(6) 2019 time: 12:00pm fasting, result 3: 159mg/dl date: (B)(6) 2019 time: 12:40am fasting, result 4: 146mg/dl date: (B)(6) 2019time: 11:18pm fasting, result 5: 139mg/dl date: (B)(6) 2019 time: 1:47pm fasting.